Event description:
The customer reported that the system experienced fast stop errors. This issue will likely result in an immediate loss of system functionality resulting from and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and returned to service.